Event description:
Inflammatory reaction [injection site inflammation]. Case narrative: initial information received from (B)(6) on 08-nov-2018 regarding an unsolicited valid serious case received from rheumatologist. This case involves a (B)(6) female patient who experienced inflammatory reaction (latency: few days), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection once (lot - unknown) for unknown indication into the right knee. On an unknown date, after few days patient had inflammatory reaction. It was reported that the reaction was partially resolved with anti-inflammatory treatment and following an infiltration of corticosteroids, it completely resorbed. Final diagnosis was inflammatory reaction. No further relevant information was provided. Corrective treatment: anti-inflammatory treatment, infiltration of corticosteroids. The patient outcome was reported as recovered / resolved on an unknown date for inflammatory reaction. Seriousness criteria: intervention required. A product technical complaint (ptc) was initiated on 14-nov-2018 for synvisc one; batch number; unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 14-nov-2018. Gptc number added and results were updated.